Event description:
It was reported that the target lesion was located in the right coronary artery (rca). One pre-dilatation of the rca was performed with a smaller unspecified trek balloon. Then the 3.0 x 20 mm rx trek balloon was used to further pre-dilate the rca. An absorb bioresorbable vascular scaffold (bvs) was planned to be deployed, and prior to deployment of the absorb bvs, it was noticed that a spiral dissection had occurred during pre-dilatation. The absorb bvs was deployed without issue, then two xience 3.0 x 28 mm stents and a xience 3.0 x 8 mm stent were implanted to treat the dissection. The patient was reported to be stable. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event there was no reported product deficiency. The reported dissection is listed in the trek instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.